Event description:
The account's maintenance alleged that the left coiled cable was entangled with the left head caster, damaging the cable and exposing bare metal wires.

Manufacturer narrative:
The account has not completed repairs.